Manufacturer narrative:
G4: 07jan2020 b4: (B)(6) 2020. The customer troubleshot with technical support. The customer reported to have replaced the blower and the unit now goes vent inoperable at turn on. Even with the power to the blower disconnected from the power supply. The customer then replaced the main printed circuit board (pcb) and the issue was addressed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
The customer reported that the ventilator performed an unknown restart. There was no patient involvement.